Event description:
Customer reported that the paramedics were called on (B)(6) 2012 and she was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was 26 mg/dl when paramedics arrived. Customer stated that her son found her unconscious and he called the paramedics. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.